Manufacturer narrative:
B5-additional information the torn haptic during insertion is captured in MFR rep# 2023826-2020-02029. Regarding the adjusted lens, "lens rotation did not occur after the adjustment surgery." No additional information is available. Claim# : (B)(4).

Manufacturer narrative:
Patient information: unk. Date of event: unk. Product code: unk; esubmitter software does not allow a blank/unk entry. This product is manufactured in the u.s. But not marketed in the u.s. Manufacture date: unk. Claim#: (B)(4).

Event description:
An article published in the journal of cataract and refractive surgery was received on 21-sep-2021, entitled 'evaluation of impact of posterior phakic intraocular lens implantation on biometry and effectiveness of concomitant use of anterior segment optical coherence tomography on intraocular lens power calculation for cataract surgery.' The article states that 100 patients (100 eyes) underwent evo+ visian icl piol implantation were enrolled. Reportedly, as an intraoperative complication, in one eye, the haptic of the piol was broken during insertion; the lens was extracted and the operation was performed once again at a later date. Additionally, adjustment of the toric axis (with 15 degrees) after surgery was required for one eye.